Event description:
Pharmacy technician was pulling supplies for compounding and noticed a problem with 2 packages of 100ml mini bags. The first package contained a brown substance inside the outer wrap. The technician set this aside for evaluation. The second package was leaking a substantial amount of liquid inside the outer wrap. This package was also set aside for evaluation.